Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, wear abrasion, delamination, missing, brown particles. Leak test was performed and found opening on radius side and delamination of the diaphragm valve . A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage; delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.